Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 4.8 mmol/l (patient's meter) and 3.0 mmol/l (hospital's meter). The patient was admitted into the hospital with diabetic ketoacidosis. The reporter did not allege the device caused or contributed to the hospitalization. The blood glucose results taken prior to the hospitalization were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was in the hospital for a few hours.